Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the safety clamp did not engage when removing the tubing from the device, causing unintended flow. Although requested, there were no more details regarding this event. There was no report of patient harm. The roller clamp should be used as primary free flow prevention, however it was not engaged at the time of the event .

Manufacturer narrative:
Correction to initial reporter address.